Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2008 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2008. Model number/catalog number: sc-8120-70, serial number: (B)(4), batch/lot number: 205132a, model/catalog description: artisan surgical lead 70cm. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to a non device related infection. No further information could be obtained.